Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: it was reported that this pt with bilateral tha implanted in 1998 underwent a lt revision due to pain over the lt greater trochanter area and upon exam, liner wear was noted and osteolysis proximal femur and posterior acetabulum. The cup and stem remain implanted. It was communicated that consent has not been granted for the patient¿s clinical/medical records to be released and included in this assessment. A medical doctor reviewed the x-ray and noted that there appears to be some osteolytic cyst in the greater trochanter region around the femoral stem. (Unsure if looser subsidence on the single image provided) there also appears to be some shifting of the femoral head anteriorly within the liner which may indicate liner wear. The image confirms the reported findings but no indication can be made on the root cause of the wear beyond the 20 yrs of use. A thorough clinical assessment can¿t be performed and the patient impact beyond the revision surgery cannot be concluded. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient had bilateral synergy stems with reflection cups, poly liners and ceramic heads since 1998. Right hip revised in 2018 with multiple surgeries and infection. Now left hip pain presenting over the gt area. Upon examination, liner wear was noted and osteolysis proximal femur and posterior acetabulum (xrays). Revision surgery was performed to leave the cup in situ if stable, exchange liner and head and pack the proximal femur with graft. Intraoperatively the cup and stem were stable and there was enough gt to suffice grafting. Reflection interfit central hole cover was explanted.